Manufacturer narrative:
The manufacturer previoulsy reported a CPAP device's sound abatement foam allegedly became degraded. There was no patient harm or injury. The manufacturer also alleged seeing black particles and having headaches. The manufacturer received new information of voluntary medwatch (mw5106095) that seeing black / brown dust in the tube and water chamber.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).